Event description:
Name of procedure: lap chole. Event description: they did not give specifics on the case. The hospital stated that the device malfunctioned and had the device held for us to send back. Additional information provided by an applied medical representative on 08sep2025 via email: the hospital is [name] medical center. The malfunction was the loading of the clip as the surgeon pulled the trigger to the handle multiple times with no visible clip loading in the jaws. There was no injury to the patient. Intervention: used another ca500 but with a different lot number and completed the case. Patient status: fine.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the complainant¿s experience of the clip not loading into the jaws. Based on the condition of the returned unit, it is possible that the reported event was caused by damaged internal shaft components. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: lap chole event description: they did not give specifics on the case. The hospital stated that the device malfunctioned and had the device held for us to send back. Additional information provided by an applied medical representative on 08sep2025 via email: the hospital is [name] medical center. The malfunction was the loading of the clip as the surgeon pulled the trigger to the handle multiple times with no visible clip loading in the jaws. There was no injury to the patient. Intervention: used another ca500 but with a different lot number and completed the case patient status: fine.